Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under her left breast and her right shoulder strap. It was reported that there was open skin and that the irritation looked like pressure ulcers under the lifevest due to how tight the patient's previous garments were. It was reported that the patient stopped wearing the lifevest and that she was on an antibiotic. Follow-up indicated that the sores were healing and better.